Event description:
It was reported the battery and extension were explanted due to not functioning properly. The reporter stated the device "malfunctioned" because it did not do what it was supposed to do. There was no harm to the patient. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information. The health care professional stated all impedances were >4000 ohms, and the entire device system was replaced. The results of the replacement were "return to baseline post-op urinary." No further details were provided, and the patient outcome was "non-serious injury/illness."

Manufacturer narrative:
Concomitant medical products: lead model 3889-28 lot# v008083 implanted: (B)(6) 2006 explanted: (B)(6) 2011, extension model 3095-10 serial# (B)(4) implanted: (B)(6) 2006 explanted: (B)(6) 2011, programmer model 3031a serial# (B)(4).

Manufacturer narrative:
(B)(4)